Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that an alert was issued for this implantable cardioverter defibrillator (ICD) indicating right ventricular (rv) pace impedance was high. Impedance had been stable in the 500 ohms range. Noise and oversensing was also reported. The patient had been working on his car and it was thought that electro-magnetic interference (emi) was perhaps the source of the noise. Technical services (ts) discussed that it may be possible for emi to skew the lead impedance reading. Ts suggested further evaluation in the office. It was later confirmed that impedance was greater than 2000 ohms and a loose connection had been identified. An intervention was performed to resolve the issue. No adverse patient effects have been reported.

Manufacturer narrative:
The physician elected to replace the device rather than secure the connection. This ICD was explanted and a new boston scientific crm ICD was successfully implanted. A request has been made for the device to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Initial inspection showed scratches on the front and back of the case. All sealplugs are intact and all setscrews move freely. There are no obstructions in any of the ports. The device passed pin gauge tests. A review of the daily lead impedance measurements noted that open rv measurements were recorded from (B)(6) 2010 to the explant date, (B)(6) 2010. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded that the device operated within specification.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.